Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the generator change out the lead was capped and replaced due to decreased r-waves. The patient was stable post-procedure.